Manufacturer narrative:
The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and noted fluid inside the bag that contained the unit, which indicates leakage occurred. Further inspection on the unit revealed that the leak came from the multirate control module. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large multirate infusor leaked after filling with nacl. There was no patient involvement. No additional information is available.